Manufacturer narrative:
As received, a complete lead with stylet inserted was returned in one piece. The reported event of high capture thresholds was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedural damage. A tip stiffness test was performed, and the results were within specification.

Event description:
Additional information received received noted that the right atrial (ra) lead was noted with increasing capture threshold over time. The physician elected to replace the lead. The patient presented for an ra lead revision. During procedure, the right ventricular (rv) lead was noted with all its slack taken out. The entry point in the vein was very tight, and the physician was not please with the location of the first implanter's rv lead position. Both ra and rv leads were explanted and replaced. The chronic rv lead still tested normal for capture, sensing, and impedance. The patient was not dependent and was excellent before, during, and after the leads were replaced.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14563 . It was reported that patient presented in emergency room with cardiac tamponade. Device interrogation revealed the atrial lead exhibited high capture thresholds and right ventricular lead exhibited high capture thresholds and poor sensing. Open heart procedure was performed, which revealed the atrial lead had perforated the atrium. Lead tip was covered with a flap of skin from the atrium and chest cavity was closed. The physician elected not to perform lead revision and the device was reprogrammed. The patient was in stable condition after the procedure.